Event description:
It was reported that during initial training the user could not pair a dexcom g7 sensor with the ilet, with intermittent communication failure noted between devices and troubleshooting performed by toggling bluetooth and re-entering the pairing code, consistent with an interoperability issue involving the device¿s electrical and magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.